Manufacturer narrative:
Plant investigation: the actual device was returned. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Teach pump test passed. Valve actuation test passed. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient was in active dialysis treatment connected to the liberty select cycler in the early morning hours of (B)(6) 2024. At approximately 1:30am the patient threw his legs over the side of the bed (a normal practice for the patient). However, the patient¿s spouse heard what sounded like snoring coming from the patient and then he subsequently fell out of the bed. The spouse went to the patient but was unable to wake him up. The patient was not breathing. 911 was called and the spouse initiated compressions until the paramedics arrived. The patient was never revived and pronounced deceased in the home. The patient was transported directly to the funeral home. The suspected cause of death is cardiac arrest. The patient has an unspecified cardiac history including a tumor under one of the heart valves. There were no reported issues with the patient¿s treatment, or the liberty select cycler prior to the event.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient was in active dialysis treatment connected to the liberty select cycler in the early morning hours of (B)(6) 2024. At approximately 1:30am the patient threw his legs over the side of the bed (a normal practice for the patient). However, the patient¿s spouse heard what sounded like snoring coming from the patient and then he subsequently fell out of the bed. The spouse went to the patient but was unable to wake him up. The patient was not breathing. 911 was called and the spouse initiated compressions until the paramedics arrived. The patient was never revived and pronounced deceased in the home. The patient was transported directly to the funeral home. The suspected cause of death is cardiac arrest. The patient has an unspecified cardiac history including a tumor under one of the heart valves. There were no reported issues with the patient¿s treatment, or the liberty select cycler prior to the event.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death during treatment. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The suspected cause of death is cardiac arrest. The patient did have cardiac history (unspecified) including a tumor underneath a heart valve. Sudden cardiac death (scd) is responsible for the majority of cardiovascular-related deaths in patients with esrd with studies reporting that up to 25 % of all deaths in this high-risk population is attributable to scd. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.